Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The renal therapy service (rts) agent asked the caregiver to close and open the patients transfer set, then slide the clamp. The caregiver then checked the set up for air and kinks; the patient line did not have any solution in it. The rts agent assisted with ending therapy and advised the caregiver to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.